Event description:
8/8/97 - upon receipt of additional info provided by the physician/surgeon, the device removed was a non-mentor manufactured device. Note: determination of reportability and categorization of this event was made according to this manufacturers policies and procedures and the info rec'd in compliance with medical device reporting regulations. These determinations are not intended to evaluate this occurrence or suggest a cause (ref. Sections b1, b2, h1).

Manufacturer narrative:
Note: evaluation of this occurrence is the responsibility of the product manufacutrer. According to this manufacturer's procedures, all info concerning this event and/or the device components rec'd have been returned to the sender. (See section b-5).